Manufacturer narrative:
Investigation: customer returned samples have been received and are available for investigation. The team reviewed the packaging process and identified process controls, which were found in place in working conditions. As per lot manufacturing records, no similar defect was reported during in-process inspection and assembly operations. No such defect was found during the inspection of retention samples available at plant. The customer returned samples however showed a lot of holes looking like pests infestations. Infestation is the state of being invaded or overrun by pests. There is a chance that the storage conditions at the distributor / customer end is compromised causing the package integrity to be compromised. The storage conditions at the distributor will be further investigated and will be shortly initiated.

Event description:
It was reported that bd syringe¿ 10ml ls 21x1 dn india bp had powder or dust particals inside the syringe.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe¿ 10ml ls 21x1 dn india bp had powder or dust particals inside the syringe.